Event description:
It was reported that in the ICU, the user attempted to re-insert the swg into the catheter for contrast ultrasound imaging using saline solution in order to check the catheter placement. Apparently the catheter could not be seen clearly via contrast ultrasound imaging without inserting the swg. The catheter was placed in the pt's internal jugular vein. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).